Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/03/2016-product analysis: the device was returned and evaluated by product analysis on 02/19/2016 with the following findings: the pump was unable to power on during investigation. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump; no damage or defect was found to the battery cap; the contacts were within specification. The display lens was found to be cracked. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s internal components. (B)(4)